Event description:
It was reported that both system and normal mode diagnostics resulted in 7/limit/high/no at a follow up appointment with the neurologist. The treating neurologist programmed the pt's output current and magnet current to 0 ma and ordered x-rays to be taken. X-rays were received and reviewed by the manufacturer. The review of the pt's x-rays revealed the generator was placed in the left chest in normal orientation. The filter feed-thus appeared to be intact. The lead wires appeared to be intact at the connector pin. The lead connector pin appeared to be fully inserted into the generator connector block. A portion of the lead behind the generator could not be assessed for lead discontinuities. No acute angles were observed in the visualized portion of the device, though a lead discontinuity appeared to be present in the neck region near the second tie-down. At the moment surgery is likely but has not been scheduled by the surgeon.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.